Manufacturer narrative:
Additional device info: this report is for 1 nail, part and lot number unknown. Implant date: original implant date reported only as 1996. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient experienced pain and potential allergic reaction. Patient was treated with a tibial nail and four screws in 1996 (date unknown) for a tibia fracture. Patient reports knee pain for past two years associated with the tip of tibial nail. Patient believes an allergic reaction was possible due to an undermined immune system. On (B)(6) 2014 the surgeon removed four titanium screws but was unable to remove the tibial nail due to bone infusion. On (B)(6) 2014 a synthes engineer spoke to patient regarding her potential allergic reaction. The patient reportedly told the engineer the nail was titanium but was unable to provide the part number. The engineer supplied the patient with the material breakdown based on if the nail was a synthes titanium nail product and explained to the patient this was the only information synthes was able to provide without further information regarding part numbers or systems. This report is for 1 nail, part and lot number unknown. This is report 2 of 2 for (B)(4).